Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the retractable power cord. The iabp unit passed all functional and safety tests per factory specifications, was returned to the customer and cleared for clinical use. The initial reporter named is a getinge employee whose contact information is email address (B)(6); which differs from that of the event site.

Event description:
It was reported that during a preventive maintenance (pm) of the cardisoave intra-aortic balloon pump (iabp), the getinge field service engineer (fse) discovered that the ground prong on the power cord plug was missing. There was no patient involvement; thus, no adverse event was reported.